Event description:
The reporter indicated that on (B)(6) 2022, a 13.2mm vticm513.2 implantable collamer lens of -13.5/3.5/87 (sphere/cylinder/axis) lens tore/break injection/delivery into the right eye (od). There was patient contact but no patient injury. The lens was intraoperatively removed and replaced with a replacement lens. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Patient identification: unknown. Work order search: no similar complaints within associated lots were found. Claim#: (B)(4).